Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device would not power on, and a potential thermal event occurred. The device's system board has been replaced to address the issue. The device passed all testing.